Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high¿; although specific value was not provided. The cause was unknown. Customer changed supplies to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.